Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000036739.

Event description:
It was reported that one of the patient's leads was causing pain after the initial implant on (B)(6) 2017. Surgical intervention was undertaken later on (B)(6) 2017 in which the lead was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.